Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone number; (B)(6). Device evaluated by MFR: mustang 6.0 x 40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm proximal of the proximal markerband. The rated burst pressure for this device is 24 atmosphere. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that balloon leak occurred. The 80% stenosed target lesion was located in the non-tortuous and mildly calcified arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during procedure, the balloon was observed to be leaking. The procedure was completed using another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed balloon pinhole.